Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, ""intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that patient underwent initial hip surgery on (B)(6) 2013. Subsequently, patient was revised (B)(6) 2014 due to femoral fracture as a result of a patient fall. The head was removed and replaced with a delta ceramic head.